Event description:
It was reported that the catheter was fractured. The pt experienced a return of symptoms with increased spasticity. A catheter revision was planned. The pt outcome was reported as no injury/non-serious injury. The pump contained compounded baclofen at the time of the event.

Manufacturer narrative:
Results: refers to the catheter.